Manufacturer narrative:
The device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in high out of range shock impedance measurements. Technical services (ts) recommended increasing the out of range value. This rv lead remains in service and no adverse patient effects were reported.